Manufacturer narrative:
The sonicare brush head is an accessory to the sonicare power toothbrush. Contact information was not provided.

Event description:
The consumer states that the bristles from their sonicare brush head are coming out inside their mouth.